Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by inspecting the cartridge's o-ring, which was not in place and undamaged, and successfully reloaded the cartridge, allowing insulin therapy to resume without further action needed.